Event description:
It was reported that the patient presented in emergency room (ER) due to chest pain. Computerized tomography (CT) scan was performed and revealed cardiac perforation on the right ventricular (rv) lead. Upon interrogation, it was found that the rv lead also exhibited decreased pacing impedance, r-wave amplitude variation and increased capture threshold. The rv lead was repositioned on (B)(6) 2022. Patient condition was stable.